Manufacturer narrative:
Continuation of d10: product ID 37761 , serial# (B)(6), product type recharger . Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Analysis of the 37761 recharger (rtm) (B)(6) revealed a bent connector pin. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the manufacturer representative wanted to start the patient on the transition to the wireless recharger. Technical services (ts) asked if there were issues with the current components and caller stated he met with patient on friday, (B)(6), in regards to an MRI. The patient had mentioned that her charging 'isn't what it used to be' and when ts asked what that meant the caller noted he believes that means it is not charging as fast as it once did. Ts asked if the caller explored any further troubleshooting (coupling of the recharger, the ins location/orientation, recharger integrity, etc.) And the caller noted that had not looked at the recharger as the conversation they were having was oriented towards the upcoming MRI. Ts provided the case number if he so chose to process the wr transition with customer service, ts advised the caller to consider working with the pt on their current components as the wr is not going to improve speed of charging. Caller understood. The caller was not with the patient. 2023-01-09 e1 (rep): additional information received from the manufacturer¿s representative (rep) reported there seemed to be no issue with charging, but the patient felt as though their charger wasn¿t charging as fast as it used to. The rep educated the patient about ¿fade¿ and there may be additional charging time over the duration of their device.